Event description:
As reported to customer relations via phone conversation "difficulty exposing the needle out of the sheath. A competitors device was opened and used to complete the intended procedure successfully. Note: when they were able to get the needle out, it sheered off pieces of the plastic sheath. Note: when pieces sheered off the plastic sheath, this occurred external / outside the patient's body. Patient outcome: did any unintended section of the device remain inside the patient¿s body? - no if yes, please describe. N/a. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? - no. Did the patient require any additional procedures due to this occurrence? - no. If yes, please describe. N/a. Did the product cause or contribute to the need for additional procedures? - no. If yes, please specify additional procedures and provide details. - n/a. Has the complainant reported any adverse effects on the patient due to this occurrence? - no. Has the complainant reported that the product caused or contributed to the adverse effects? - no. Please specify adverse effects and provide details. N/a. Patient/event info - notes: email the additional questions to the dm. -rf (B)(6) 2023. For all complaints, ask: are images of the device or procedure available? N/a, yes, no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no. Was puncture of the target site difficult? N/a, yes, no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no was the device damaged on removal from packaging? N/a, yes, no was force required to remove the device? N/a, yes, no did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no was the scope recently serviced / repaired? N/a, yes, no when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no was difficulty experienced while retracting the needle? N/a, yes, no was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no was the stylet partially removed when advancing the needle into the target site? N/a, yes, no how many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the completion of the investigation on 28-jun-2023

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. However, a photo was received of the complaint device but there is no evidence of any issue from analysing the photo it had been indicated that the complaint device was going to be returned but to date this has not happened. If the device is returned in the future, then the file will be updated accordingly. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2011615 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110) image review: a photo was received of the complaint device but there is no evidence of any issue from analysing the photo root cause analysis: a definitive root cause could not be determined from the available information. The root cause is unknown as no device was returned to confirm a material issue, but a possible root cause could be attributed to the needle potentially becoming distally kinked due to an attempted puncture of hard target site resulting in the advancement difficulties as it is stated in the complaint description ¿difficulty exposing the needle out of the sheath¿. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle exiting from the sheath or the device possibly being held at an angle when trying to advance the needle. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.